Event description:
It was reported that the atrial lead exhibited high threshold, high impedance, oversensing, with possible fracture. The atrial lead was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d284trk ICD 2010-(B)(6); 419488 lead implanted: 2006-(B)(6). (B)(4).